Event description:
It was reported to boston scientific that a patient had radio frequency ablation therapy on a liver lesion. A total of five ablations were performed however the physician had difficulty deploying the tines. The tines were observed under echo that showed a long thin appearance. The physician continued the procedure with several attempts at deploying and retracing the tines. At the fifth ablation, the physician noticed that the insulation on the canula had moved distally. The leveen needle electrode was removed, and the case was completed with a cooltip cannula instead. It was reported that no patient injury or complication occurred as a result of this event.

Manufacturer narrative:
Section a/b/d. A1, a2, a3, a4, unknown/no information available from user facility. B6, b7 - unknown/no information available from user facility. D4 ¿ user facility was unable to supply the correct lot number of the device used; consequently, the expiration date of the device is unknown. F10. Patient code: 2199 (no consequences or impact to patient) not labeled. Device code: 1062 (coating) ¿ labeled rfa insulation. H10 evaluation results: one leveen needle electrode was received for evaluation. A visual evaluation found that the insulation had been moved distally 3.5mm to the end of the cannula and the array was extended inside it. The most probable root cause appears that the flare on the proximal end of the electrode cannula was moved proximally and distally due to excess force applied to the device during use. It is also possible that the residue found on the array tines could have caused the retraction to be difficult. From the visual evaluation of the inside of the handle and the flared end of the cannula it appears that the flared end of the cannula was positioned properly during manufacturing. Continue page 3.

Manufacturer narrative:
Block h11 - [corrected data]: block b4 should be: august 28, 2007. Block b4 was: august 27, 2007. Block g4 should be: august 28, 2007. Block g4 was: august 27, 2007. Bsc reference (B)(4).

Event description:
Correction blocks b4, g4 are supplied in block h11.

Manufacturer narrative:
Block h7 was: blank. Should be: ¿other: product recalled in japan market.¿ block h9 was: blank. Should be: 1828132-04/02/08-002-r. Bsc reference: (B)(4).

Event description:
Notes: [1] this report is a supplement to manufacturer report #6000037-2007-00055. [2] for MDR reporting purposes, the manufacturer registration number has changed from 6000037 to 3005099803. [3] reter to block h11 for corrected data.